Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Taxus liberte clinical study. Same case as MDR ID 2134265-2013-08620. It was reported that angina and in-stent restenosis occurred. In (B)(6) 2010, the patient presented with acute onset of substernal chest pain with exertion radiating to the left arm and was diagnosed with stable angina. The following day, cardiac catheterization was performed which revealed three lesions. The first lesion was a 2.5x24mm, de novo, 80-90% stenosed target lesion located in the mid left anterior descending (lad) artery. It was treated with direct placement of a 2.50 x 28 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The second lesion was a 3.5x22mm, de novo, 60% stenosed target lesion located in the proximal right coronary artery (rca) and was treated treated with direct placement of a 3.50 x 24.0 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The third lesion is a 3.00x12mm, de novo, 70-80% stenosed target lesion located in the mid rca and was treated with direct placement of a 3.00 x 16.0 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Nitroglycerine was administered to the patient during the procedure but it was not given to treat the chest pain. The patient was discharged on aspirin and prasugrel the following day. In (B)(6) 2013, the patient presented with a few weeks history of recurrence of pain on exertion and a day history of right shoulder and arm pain. The patient was diagnosed with unstable angina and was hospitalized on the same day. The following day the patient underwent cardiac catheterization which showed an area of 80% focal in-stent restenosis of a previously implanted stent located in the proximal rca. It was treated with balloon angioplasty and placement of 3.5 x 28 mm non-bsc drug eluting stent . Following post dilatation, residual stenosis was 0%. At the time of event, the subject was taking aspirin and study drug was last taken in (B)(6) 2013 and no other antiplatelet medication was taken by the subject. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel the following day.